Event description:
Medtronic received information regarding a generator being used outside of a procedure. It was reported that while performing an electrical safety test, the ground produced .344, well above the tolerance of .2. Site tried multiple power cables but the issue persisted. Error message was also reported and failing electrical safety test. There was no patient present.

Manufacturer narrative:
H3, h6: no parts have been received by manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis summary: upon testing the generator, the error message issue was confirmed. It was found that the error e1 was seen in error log back from jan 2025 which we were not able to duplicate in lab. User error and unit passed all initial testing, not able to duplicate safety test failure in lab. B5: updated with additional information received medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no patient involved, problem found during a routine prevenative maintenance.